Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the manifold valve was not shifting fully. Additional malfunctions were the power switch causing unit to have no alarm.